Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 400 mg/dl. Customer stated that they gave bolus but it still did not work. Customer stated that changed the infusion set and blood glucose level started improving. Customer declined the troubleshooting. The device will not be returned for analysis.